Event description:
It was reported that after a supply change and removal, wetness was found around the cartridge and insulin chamber, consistent with a leak associated with the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed evidence consistent with a leakage at or related to a seal, aligning with a leak/splash event involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.